Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained for a single patient sample when tested using vitros tropi es lot 3581 on a vitros 5600 integrated system. The most likely cause of the event is an instrument related issue. A pre-service precision test was outside acceptable guidelines. Upon visit to the customer site, an ortho fe replaced sr probes and pumps on the instrument, replaced the microwell incubator cover and clean the lamp housing. A post-service precision test was within acceptable guidelines indicating the analyzer was performing as expected following service actions based on historical quality control results, a vitros tropi es lot 3581 performance issue cannot be ruled out as a contributor to the event. Additionally, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3581 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. However, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3581. Additionally, the tsc indicated that the customer¿s microwell incubator cleaning was not adequate, therefore failure to perform scheduled maintenance tasks according to protocol on the instrument cannot be ruled out as a contributor to the event. Pre-analytical sample processing could not be ruled out as a contributing factor as it was not possible to determine whether the customer was following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample tested using vitros troponin I es (tropi es) reagent lot 3581 on a vitros 5600 integrated system. Patient vitros tropi es result of 0.137 ng/ml versus the expected result of < 0.012 ng/ml biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was reported from the laboratory, however, no treatment was altered, initiated or stopped based on the results as a corrected report was later issued. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).